Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks because the implantable cardioverter defibrillator (ICD) withheld the wavelet. It was noted that the ventricular rate was greater than the atrial rate. Reprogramming was performed and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.